Event description:
It was reported that a burr separation occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left circumflex artery. A 1.75mm rotalink plus was selected for use. During procedure, it was noted that the burr became separated inside the body. The wire was removed as it was and retrieved. The procedure was completed with a different device. No patient complications were reported. It was further reported that dynaglide mode rotation was used while advancing the burr catheter to the lesion. The device was completely removed from the patient's body.

Event description:
It was reported that a burr separation occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left circumflex artery. A 1.75mm rotalink plus was selected for use. During procedure, it was noted that the burr became separated inside the body. The wire was removed as it was and retrieved. The procedure was completed with a different device. No patient complications were reported. It was further reported that dynaglide mode rotation was used while advancing the burr catheter to the lesion. The device was completely removed from the patient's body.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. Inspection of the device revealed that the burr was detached from the coil with portion of the coil separated. The burr was not returned for analysis. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that a burr separation occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left circumflex artery. A 1.75mm rotalink plus was selected for use. During procedure, it was noted that the burr became separated inside the body. The wire was removed as it was and retrieved. The procedure was completed with a different device. No patient complications were reported.